Event description:
Had a biomet/bioplex 9-mm cervical graft inserted in the c6-7 level in 2007. Discovered the appliance failed/broke in 2008. The device was replaced two months later. Dates of use: 2007 - 2008. Diagnosis or reason for use: radiculitis/neuritis-cervical. First appt with neuro surgeon was 2007, with initial surgery. Second surgery due to the bone device graft failure, and follow-up appointments through 2008.